Manufacturer narrative:
Implant fracture during implantation. Fracture caused by user. No dense bone drill or tap was used as it should have been according to IFU j8000.0327 / j8000.0347.

Event description:
Implant fracture during implantation. Fracture caused by user. No dense bone drill or tap was used as it should have been according to IFU j8000.0327 / j8000.0347.